Event description:
The customer reported that blood specimens were hemolyzing after being drawn from the peripheral IV catheter through the onelink cap. There was no patient injury or medical intervention associated with the report. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.